Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported the stent foreshortened. The 90% stenosed target lesion was located in moderately tortuous and mildly calcified superficial femoral artery (sfa). After placing two eluvia 6x120 devices from the sfa distal side by contralateral approach, a 7x40x130 eluvia stent was placed in the sfa origin. The stent was deployed but was foreshortened as the length was not sufficient. Another stent was placed. The procedure was completed and no patient complications occurred.